Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) inappropriately switched to bvvi mode. The patient was asymptomatic. The ICD was reprogrammed and the patient was in stable.